Manufacturer narrative:
Carefusion file identifier: (B)(4). At this time, carefusion has not received the device for evaluation. A carefusion field service representative has been requested to evaluate the device. If additional information is received regarding this complaint then a supplemental report will be submitted.

Event description:
The customer reported that the avea ventilator will not cycle on. This was discovered prior to performing a service so there is no patient involvement.